Event description:
The patient reported experiencing elevated blood glucose after using the infusion device for 2 hours. The patient stated blood glucose elevated from 11.9 mmol/l (214 mg/dl) to 18.8 mmol/l (338 mg/dl) and the morning of the report the patient's blood glucose measured 21 mmol/l (378 mg/dl). The patient's normal blood glucose range is 4.8-5.3 mmol/l (86-94 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.